Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source exhibited scope communication error code (b30) on the screen of the column with device 3493. The event occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction. Updated fields: h2 corrected fields: h6, h11 the device was not returned to olympus for inspection, and the reported failure was confirmed by information from the technical assistance. In addition, the reportable malfunction was identified during the device evaluation: presence of humidity in the endoscope. A root cause could not be identified. Based on the results of the investigation, it is likely the presence of humidity in the endoscope, preventing it from being recognized caused scope communication error code b30. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.